Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a veriflex stent delivery system with stent and no other devices. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There was a complete hypotube separation 58cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. There were numerous kinks throughout the hypotube of the device. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the hypotube kinks and broken hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported tha shaft break outside the patient occurred. A 3.50mm x 16mm veriflex stent was selected. When the device was taken out of the hoop and while putting the device into the wire, it was noted that the shaft kinked. When they tried to straighten it out, the shaft snapped in half. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported tha shaft break outside the patient occurred. A 3.50mm x 16mm veriflex¿ stent was selected. When the device was taken out of the hoop and while putting the device into the wire, it was noted that the shaft kinked. When they tried to straighten it out, the shaft snapped in half. No patient complications were reported.